Event description:
On (B)(6) 2025, a 70 year old female patient underwent a stent procedure by using the venovo stent. Upon post procedure, on (B)(6) 2025, it was reported that there is no flow in the compression area and the patient experienced thrombus. Even after balloon dilation, there was residual stenosis and small thrombus was found on stent. So, a stent was placed. Angiography showed smooth blood flow, and the procedure was completed. As this was an acute case, stent extension to the cfv was not performed. The patient's current condition is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not returned for evaluation. No x ray images were provided for evaluation. Based on the information available the reported issue could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product type was reviewed. The instructions for use were found to reference potential complications and adverse events which may occur during use of the device, e.g., stent occlusion/thrombosis, venous occlusion/thrombosis, near the puncture site, venous occlusion/thrombosis outside of stented segment. Correct pre deployment and stent deployment procedure of the venous stent was found described by the instructions for use. B5, g3, h6 (patient, device) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a stent placement, the patient experienced thrombus. Reportedly, ballooning was done but still small thrombus was found on stent. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available the reported issue could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product type was reviewed. The instructions for use (ifus) were found to reference potential complications and adverse events which may occur during use of the device, e.g., stent occlusion/thrombosis, venous occlusion/thrombosis, near the puncture site, venous occlusion/thrombosis outside of stented segment. Correct pre-deployment and stent deployment procedure of the venous stent was found described by the IFU. G3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. No x-ray images were provided for evaluation. Based on the information available the reported issue could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: relevant labeling supplied with this product type was reviewed. The instructions for use were found to reference potential complications and adverse events which may occur during use of the device, e.g., stent occlusion/thrombosis, venous occlusion/thrombosis, near the puncture site, venous occlusion/thrombosis outside of stented segment. Correct pre-deployment and stent deployment procedure of the venous stent was found described by the instructions for use. G3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a stent placement, the patient experienced thrombus. Reportedly, ballooning was done but still small thrombus was found on stent. The current status of the patient was unknown.

Event description:
It was reported that sometimes post stent placement procedure, the patient experienced thrombus. Reportedly, ballooning was done but still small thrombus was found on stent. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.